Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 1000 mg/dl, a fall, that resulted in cuts and bruises, diabetic ketoacidosis and a coma. Reportedly, the customer was using fiasp within their pump supplies. Customer went to the hospital with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6)2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.